Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid air caution occurred toward the end of a routine hemodialysis treatment when the dialysate bags were empty and the system ran out of fluid. The operator performed only a partial rinseback, resulting in an estimated blood loss of 140cc. The pt's routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the empty dialysate bags. The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. Facility staff has been notified. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.